Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: visual analysis of the returned product revealed that one opened sample product code j602 was received for evaluation. Upon visual inspection of the returned sample, the suture was received broken two pieces, damages at the surface, body fluids and fraying was observed at the section broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code j602 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the suture broke? Or it just was about to broke? Please clarify. The suture was about to break. The following information was requested, but unavailable: what is the procedure date? No further information is available. Did the surgery was completed successfully? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown hernia procedure on an unknown date and suture was used. During the procedure, the suture was about to break. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.